Manufacturer narrative:
The customer reported that they plugged their vacuum to the uninterruptible power supply (ups), after which the central nurse's station (cns) rebooted. After the cns rebooted, the monitoring software would no longer come up. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that they plugged their vacuum to the uninterruptible power supply (ups), after which the central nurse's station (cns) rebooted. After the cns rebooted, the monitoring software would no longer come up.

Manufacturer narrative:
Details of complaint: the customer reported that they plugged their vacuum to the uninterruptible power supply (ups), after which the central nurse's station (cns) rebooted. After the cns rebooted, the monitoring software would no longer come up. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: improper use of ups. Power (abce-422-11med) operator's manual cautions the user to not use the ups for generic equipment such as hair dryers and such. The root cause of the issue is considered to be improper use of an accessory device powering the cns. Investigation of the reported issue found the root cause of the issue to be due to improper use of a non-nihon kohden (nk) accessory. This complaint does not suggest an nk device deficiency or malfunction. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the cns and is the device that failed: ups (3rd party accessary). Additional information: b4 date of this report, d10 concomitant medical device, g3 date received by manufacturer, g6 type of report, h2 if follow-up, what type?, h6 event problem and evaluation codes, h10 additional manufacturer narrative.

Event description:
The customer reported that they plugged their vacuum to the uninterruptible power supply (ups), after which the central nurse's station (cns) rebooted. After the cns rebooted, the monitoring software would no longer come up.